Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 2.5mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres, the balloon ruptured. It was replaced with a 3.0mmx30mmx143cm nc quantum apex balloon catheter but it also ruptured during second inflation at 8 atmospheres. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.